Event description:
Nonsurgical candidate. During closure, the pt could not oxygenate. Resuscitation efforts failed. As per treating physician, the pt exired due to massive pulmonary embolism. Relevant history: pt had two myocardial infarctions pre-procedure. Additionally, pt had deep venous thrombosis and chronic occlusive pulmonary disease.